Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This report is marked as follow up #0 because the initial report was filed as follow up #1 (B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. The battery cap was not returned with the pump for investigation and a new test battery cap was employed for testing purposes and was able to be attached to the pump without difficulty. On examination, there was no damage to the battery compartment. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint was confirmed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2012, the patient's mom/reporter claimed that the animas insulin pump has a intermittent power issue. At the time of concern, the patient discontinued the pump and implemented a backup plan. The patient's blood glucose went as high as 317 mg/dl while the patient had a mild headache. The school nurse administered a correction in bolus insulin via the pump at the time of concern. The school nurse indicated his reported blood glucose reading was the norm. During troubleshooting, the animas representative could not identify the cause of the loosening battery cap, causing the power interruption. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with training. This complaint is being reported due the unresolved power issue. The patient did not have any symptoms or require any medical intervention that would suggest a serious injury. In addition, his blood glucose was reportedly normal.